Event description:
It was reported that when attempting to remove a wound drain during a scheduled removal, the drain broke and a section of the drain remained inside the patient. The drain was initially placed because of empyema. The patient was taken back to surgery to have the retained drain removed. Per the reporter, there were no problems noted during placement of the drain. Chest closure was performed with interrupted pericostal sutures and running absorbable sutures for the musculofascial, subcutaneous tissue and skin layers. A trocar was not used when placing the drain. An x-ray was made to verify placement. The evacuator was stripped and drained every 4 hours. Resistance was encountered during removal and doctor thought it was at the skin site. The drain was initially removed slowly, but drain broke proximal to the connection between the plastic portion and the fluted portion of the drain before removal. All of the white portion of the drain remained inside the thoracic cavity. The broken drain edge is jagged in appearance. The patient was taken to or and under general anesthesia, the right thoracotomy incision was re-opened and the drain segment was palpated and removed. The patient was discharged home in 2007 with no further complications having been reported.

Manufacturer narrative:
No lot number information was provided for evaluation. One partial sample was returned in two pieces. As received, 13 2/16" of the white round drain and 5/16" of the drain tubing. The break area of both pieces was very jagged in appearance indicating excessive force having been applied to the drain beyond its tensile capabilities. A review of the incoming quality assurance records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. A review of the instructions for use showed the following cautions: to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handles with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks. Baseline report previously filed for this product family.